Event description:
It was reported that the customer's insulin pump display shut off with a full battery and the customer was changing the battery every other day. The display returned with a new battery. It was explained to the customer that the highest current drain on the battery happens when the insulin pump attempts to communicate with the transmitter. The customer stated she received a lost sensor alarm when her insulin pump was right by the transmitter. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).